Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen displaying screensaver was touched, it turned completely dark. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed, it has been determined that a temporal failure occurred in display or display board. The device's display and display board were replaced to prevent recurrence.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's screen displaying screensaver was touched, it turned completely dark. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.